Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event. Analysis of the implantable neurostimulator (serial number (B)(4)) found that connector port had a deformed balseal spring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the healthcare professional could not fit the lead to the top slot of the battery. The screw was loosened completely and the lead would not fit all the way in. Another battery was used as the current one had a manufacture issue and so was never implanted. The issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.